Event description:
Reportedly the drainage bag folded over on itself and the patient's blood pressure dropped but restablized. The patient did not require further medical treatment as a result of the incident.